Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection identified that the power cord was damaged. The cause of the damage is unknown. The power cord was replaced; the pump was serviced, passed all testing and was returned to the customer in good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. Additional information is not available.